Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was used to complete the procedure?: no further information is available. Was the surgery completed successfully?: no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture was observed to be torn (frayed/crimped). There were no adverse patient consequences reported. No additional information could be provided.